Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior screw fixation surgery at l2, l3 due to compression fracture. Intra-op, the screw head was partially broken when breaking off the set screw performed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual and microscopic inspection confirmed the voyager screw was returned damaged. One of the saddle tabs has broken off 3 threads down. The break off tab is still attached to the portion that broke off. There is no indication of the rod being reduced. The saddle has been opened and bent outwards. Microscopic inspection of the fracture did not reveal any damages that could contribute to the screw breaking. It appears the screw broke from bend stress overload. If information is provided in the future, a supplemental report will be issued.